Event description:
Per the international affiliate, the hospital reported breakage of the viper mis cortical fixation fenestrated polyaxial screw to bfarm in (B)(6). As reported, there was a noticeable jolt during screw insertion before the required depth had been reached and subsequently there was no resistance felt on turning. Concomitant device screw driver and concomitant device expansion sleeve were removed whereupon it became evident that the pin/shank of the pedicle screw had become detached, while the tulip/screw head part of the screw was still connected to an inner member and the screw driver. The screw pin/shank remained in the patient. The customer reports this resulted in a much more difficult operation since the detached screw shank made the further implantation of the longitudinal support system (rod system) more difficult and this led to the loss of an anchorage point on the spinal column, reduced stability and loss of stability of the whole structure.

Manufacturer narrative:
The complaint sample was received by depuy synthes spine's complaint handling unit on oct-20-2014. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the mis cortical fixation fenestrated polyaxial screw was not returned for evaluation. A review of the device history record (DHR) could not be performed as the lot number is unknown. A review of complaints for the product code found no emerging trends. Without the polyaxial screw, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action is necessary at this time as we are unable to confirm the reported issue or identify the root cause. In addition, no systemic trend was observed. Therefore, this complaint will be closed with no further action required. While the screw shaft remains implanted in the patient, no information has been provided regarding the status of the screw head. If the head of the screw becomes available for evaluation, the complaint will be reopened and the sample will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.